Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump came into contact with salt water. Customer¿s blood glucose (bg) level was 650 mg/dl. The customer addressed bg by drinking water and avoiding food. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.